Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose at the time of admission was over 600 mg/dl. The mother also reported the customer was throwing up, leading to their hospitalization. Customer was treated with an IV of insulin before being released from the hospital. The customer's mother also reported their insulin pump's meter had inaccurate readings. The mother stated the hospital's meter would read 210 mg/dl and their insulin pump would read 309 mg/dl. Troubleshooting found the customer had a no delivery alarm in their alarm history. It was also found the customer's insulin pump was working as designed at the end of troubleshooting. It was also unknown whether the customer had a bent cannula. Customer was advised to change out their set, insulin, and reservoir. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.